Event description:
Boston scientific received information that during a routine device change out, this right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) exhibited out of range (oor) high shocking lead impedance (sli) greater than 125 ohms. A lead fracture was observed. This lead was then surgically abandoned and replaced and the device was replaced as well. The system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.